Event description:
Pt had bilateral silicone breast implants placed sometime prior to 1986. In 1993 reported to physician that implants were hard and causing constant pain which interfered with activities of daily living. Implants removed 9/28/93. Pathology review noted capsular fibrosis, foreign body giant cell reactions and dystrophic calcification.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.